Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump. There was no reported impact to the customer's blood glucose level. The customer declined follow up by tandem technical support to ensure replacement charging supplies resolved the reported charging issue.